Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an issue of "there is a camera error code. Not displayed on the monitor". There were no reports of patient harm.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.